Manufacturer narrative:
Additional information received: a retrograde approach was made from the common femoral artery with a sheath introducer (terumo¿s 6f 10cm). The patient¿s approximate height and weight are unknown. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was slight calcification at the puncture site. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no multiple stick attempts made before arterial access was achieved. The patient¿s blood pressure is unknown. It is also unknown if the patient was anticoagulated or act. The physician has achieved certification on the use of exoseal vcd. It is unknown the amount of times the physician has used the vcd prior to this procedure. Complaint conclusion: post deployment of the exoseal vascular closure device, it was reported that after the patient went back to recovery room, swelling near the puncture site was observed. Echo and CT examination revealed a rupture in the vessel wall against the punctured part and significant retroperitoneal bleeding. The patient was transferred to another hospital and was surgically treated. The index procedure was a percutaneous coronary intervention (pci). A retrograde approach was made from the common femoral artery with a sheath introducer (terumo¿s 6f 10cm). The patient¿s approximate height and weight are unknown. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was slight calcification at the puncture site. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. During the pci, a hematoma was developed at the puncture site. Although there was hematoma, hemostasis was attempted using the exoseal vcd. The exoseal was inserted into the sheath introducer and connected with it. Adequate bleed-back signal from the bleed back indicator was confirmed and the exoseal with the sheath was retracted. Then the physician pressed the plug deployment button and the plug was deployed. Hemostasis was achieved within 5min. The reported indicated that there were no multiple stick attempts made before arterial access was achieved. The patient¿s blood pressure is unknown. It is also unknown if the patient was anticoagulated or act. The physician commented that it is highly possible that the vessel perforation was caused by the sheath introducer because there was difficulty to insert the sheath into the vessel. Also, the amount of bleeding was too large and if the exoseal would have perforated the vessel, the amount of bleeding must not be such large. The physician has achieved certification on the use of exoseal vcd. It is unknown the amount of times the physician has used the vcd prior to this procedure. The device will not be returned for analysis. The product was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. The information available for review, as the physician suggests, indicates that it is highly possible that the vessel perforation was caused by the difficulty inserting the sheath introducer as evidenced by the forming of a hematoma prior to exoseal deployment. This vessel perforation resulted in the retroperitoneal bleed requiring surgical treatment. Therefore, there are vessel characteristics (vessel calcification) and procedural factors that may have contributed to the difficulty inserting the sheath introducer causing the vessel perforation and resulting in the retroperitoneal bleed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
Post deployment of the exoseal vascular closure device, it was reported, that after the patient went back to recovery room, swelling near the puncture site was observed. Echo and CT examination revealed a rupture in the vessel wall against the punctured part and significant retroperitoneal bleeding. The patient was transferred to another hospital and will be surgically treated. This was a percutaneous coronary intervention (pci). Approach was made from the common femoral artery with a sheath introducer (terumo¿s 6f 10cm). There was difficulty to introduce the sheath into the vessel. There was mild calcification observed by angiography. During the pci, a hematoma was developed at the puncture site. Although there was hematoma, hemostasis was attempted using the exoseal vcd. The exoseal was inserted into the sheath introducer and connected with it. Adequate bleed-back signal from the bleed back indicator was confirmed and the exoseal with the sheath was retracted. Then the physician pressed the plug deployment button and the plug was deployed. Hemostasis was achieved within 5min. The physician commented that it is highly possible that the vessel perforation was caused by the sheath introducer because there was difficulty to insert the sheath. Also, the amount of bleeding was too large and if the exoseal would have perforated the vessel, the amount of bleeding must not be such large. The device will not be returned for analysis.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.